Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-ipg-r-MRI. Upn: m365db12160. Model: db-1216. Serial: (B)(6). Batch: 796679. UDI: (B)(4). Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7124597. UDI: (B)(4). Product family: dbs-extension. Upn: m365db312895b0. Model: db-3128-95b. Serial: (B)(6). Batch: 5000274. UDI: (B)(4). Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Serial: n/a. Batch: 35817615. UDI: (B)(4). Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Serial: n/a. Batch: 35695391. UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection in the brain and was therefore sent to the hospital where a magnetic resonance imaging (MRI) was performed and confirmed the presence of the infection. The patient also exhibited cognitive impairment, and balance and coordination issues. The physician does not believe the infection is device related however, the patient had a previous infection (see MFR. Report 3006630150-2025-06088) that the physician believes spread to the leads and has been festering since then. The patient was subsequently placed on intravenous antibiotics and underwent an explant procedure of the dbs system. The patient was recovering as expected postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.